Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the device would eject clips. The clips were removed through the trocar. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The analysis results found that device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. However, the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the lockout posts were found to be broken which suggest that a lockout premature occurred and leading the incident reported. It could not be determined what may have caused the found the finding. Please note that this condition is unrelated with the incident reported. No conclusion could be reached as to what may have caused the event reported. Lockout failure. The batch record was reviewed and no anomalies were noted during the manufacturing process.